Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report.

Event description:
It was reported that an electrical reset occurred. A previous electrical reset occurred in (B)(6) 2008. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity errors caused power on reset (por) on (B)(6) 2008 and (B)(6) 2010. Por severity: low. The device is expected to recover after this fault tolerant behavior.